Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for three samples from one patient from a cobas 8000 e 602 module serial number (B)(4). The samples were also tested on a siemens centaur and then submitted for investigation and tested on a cobas 8000 e 602 module. Of the data provided only the results for elecsys ft4 ii assay and elecsys tsh assay were discrepant. Refer to the attachment to the medwatch for all patient data. The results were reported outside of the laboratory. The physician suspected if there was cross-reactivity with the medications. It was noticed the patient's ft3 and ft4 results increased after oral administration of tirononin. On (B)(6) 2017 the patient was prescribed chirazin. On (B)(6) 2017, the patient stopped taking the medication for several days. On (B)(6) 2017 the patient was given thyronamine (t3 formulation). There was no allegation of an adverse event. A specific root cause could not be identified. From the data provided, a general reagent issue could be excluded. The differences in results between the roche and siemens platforms are most likely due to the fact that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials, and the standardization methodology used. As the exact composition of the medication (thyronamine) given to the patient was not known, cross-reactivity could not be excluded. It was possible that a clinical effect occurred in the patient which could explain the results. Refer to the medwatch with patient identifier (B)(6) for the other assay.